Event description:
Customer reports that sensor was not getting proper signal. Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 300 and blood glucose was 150 mg/dl. Customer was advised on reasons that may have caused inproper signal to sensor. Customer changed sensor and was not having any more issues. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.